Event description:
It was reported that two studies on the 9800 system did not save. No pt injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The failure could not be duplicated. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.